Event description:
There was an allegation of analyzer alarms and questionable results from the cobas e 801 module. One example was provided: the hbsag results were 0.900 coi, 0.905 coi, and 0.883 coi. The repeat result from another cobas module was 0.623 coi. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the tubing supplying preclean to the preclean nozzle had broken. He repaired the damage and performed an instrument check that confirmed the instrument was operating within specification. The investigation determined that the service actions resolved the issue.